Event description:
Customer reported her sensor issues. She stated she woke up this morning feeling ill. When she checked her blood glucose it was 50 mg/dl, but her sensor did not warn her. The sensor was inserted last night, and is eight hours old. The sensor history showed a meter blood glucose now alerts during the night. Customer said she was woken up by them, but only cleared them and did not calibrate the sensor. Customer was educated on proper calibration methods. She was advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.